Event description:
New information states that the lead was unable to implant due to patient's anatomy, the patient did not experience any adverse consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead could not be implanted. The lead was no longer used and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
Analysis was normal, no anomalies were found